Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is six years old and the last repair was on (B)(4) 2009, for a non related issue. The inspection found that all thickness lever settings were out of specification left to right and the head was damaged. The likely cause of the reported complaint is an out of calibration device, due to a lack of preventative maintenance. Clinical follow up stated the graft was insufficient to cover the wound site. This, together with the initially reported complaint, would indicate an uneven cut. A device with an uneven blade, from side to side, could produce an uneven cut depending on pressure and angle applied to the device on the skin. This is a re-usable device, subject to normal wear and tear, and has not been returned to zimmer for service or preventative maintenance since (B)(4) 2009. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the account stated the zimmer air dermatome unit skips while cutting. Additional clinical follow up with the hospital indicated that the initial graft was not of the required amount to cover the planned wound site, and an additional donor harvest was completed with the alternate device.